Event description:
Per the clinic, the patient experienced intermittencies with device use and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2017. The patient was reimplanted with another cochlear device during the same surgery.